Event description:
It was reported that balloon rupture occurred. The patient was being treated for chronic limb-threatening ischemia in a lower limb. A 3.0mm x 150mm x 150cm sterling balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured at 14 atmospheres, after a few inflations. The procedure was completed with a different device. There were no patient complications.